Manufacturer narrative:
The instrument has not been returned to isi for failure analysis. Therefore, the root cause of the reported failure cannot be determined. A follow up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during da vinci-assisted surgical procedure, it was alleged that fragments broke off and fell inside the patient. The broken fragments were retrieved and no harm, adverse outcome, or injury was reported. However, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the end of the shaft of the monopolar curved scissors (mcs) instrument broke and fragments fell inside the patient. The fragments were retrieved and there was no report of patient harm, adverse outcome or injury.